Event description:
A customer reported experiencing a cartridge alarm during the load process, which resulted in their blood glucose level displaying as "high," although the specific value was not known. To manage this, the customer administered a correction bolus using the pump and a manual injection, without requiring third-party assistance. Customer support resolved the issue by arranging for a replacement pump to be sent with updated software, providing instructions for returning the problematic pump, and confirming shipping details, with the acknowledgment and understanding of the customer.